Event description:
It was reported that the customer was getting excessive no delivery alarms on his insulin pump. His blood glucose was unknown at the time of reporting. His grandmother stated that an infusion set change resolved the issue. Troubleshooting could not be performed as the set change was done prior to the call. No equipment was returned. No additional information was reported.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.